Event description:
A malfunction occurred, indicated by a software error, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer managed the high blood glucose by administering a correction bolus via the pump, and there was no need for third-party assistance beyond normal circumstances. Technical support advised the customer to reset the pump, which resolved the issue, and instructed them to call back if the malfunction recurs. The customer acknowledged these instructions.